Event description:
It was reported that a patient experienced an unspecified infection, manifested by fever, and subsequently passed away due to the infection coincident with automated peritoneal dialysis (pd) therapy. Eighteen days prior to death, the patient was hospitalized for the fever. On an unreported date, the patient was treated with unknown medicine for the fever. Subsequently the patient passed away and the cause of death was reported to be due to infection. It was not reported whether an autopsy was performed. It was not reported, if dianeal therapy was ongoing until the time of death. No additional information is available at this time. This is report 2 of 4 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter cassette. This report involves a patient who experienced an infection and fever in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. Should additional relevant information become available, a follow-up will be submitted. Same patient as cmplnt-(B)(4), cmplnt-(B)(4), and cmplnt-(B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.